Manufacturer narrative:
Patient information was unavailable from the site. The event date is not known from the site. The unique identifier was not known at the time of reporting. 510k number not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacturer date was not known at the time of reporting. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during a case in the week of 7/22-7/26 (date unknown) that when the healthcare professional (hcp) began placing a screw, the tip of the screw driver broke off into the patient. The hcp was able to remove the tip from the patient and continue the surgery. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Addition information received: lot number: 111228, model number: 9734856, 510k number: k050438. The screwdriver was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The tip of the returned driver is twisted and broken off. Physical damaged was observed. If information is provided in the future, a supplemental report will be issued.